Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73e2400012 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. The patient presented in the or for a protected pci with impella. The right femoral arteriotomy had a measured deployment depth of 5.0cm + 1cm. Following the protected pci, a 14f manta device was deployed to the measured depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. Following deployment, the manta appeared to be deployed in the tract. The physician deployed a contralateral balloon angioplasty and placed a covered stent, achieving hemostasis. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "employment of manta during an peripheral ventricular assist device (pvad) removal closure. Physician went up and over from the other groin to balloon and then placed a stent. Good outcome with stent." Ai received on 18feb2025: "or placed the cp device and then did an exchange for a new 14fr sheath before taking the patient to the cath lab for pci. No way of knowing if that sheath exchange caused an issue but that isn't normal. There was trouble inserting the bypass tube through the sheath."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "employment of manta during an peripheral ventricular assist device (pvad) removal closure. Physician went up and over from the other groin to balloon and then placed a stent. Good outcome with stent." (B)(6) received on (B)(6)2025: "or placed the cp device and then did an exchange for a new 14fr sheath before taking the patient to the cath lab for pci. No way of knowing if that sheath exchange caused an issue but that isn't normal. There was trouble inserting the bypass tube through the sheath."